Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and specificity testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). An evaluation is in process.

Event description:
The customer observed falsely reactive anti-hbs results while using the architect anti-hbs reagents. The following data was provided (miu/ml) for one patient. Initial 10.6 (reactive) a previous result for the same patient was 6.0 (nonreactive). Additionally, (B)(6) results were obtained for hbsag and hbc antibody, however the specific method and values were not provided and the customer did not allege discrepant result for either hbsag or hbc. No impact to patient management was reported.